Event description:
It was reported that, "placed the 58mm psl solid back shell in prepped acetabulum. Doc had a hard time placing the dome screw in psl shell. Attempted to impact the alumina insert. The doctor noticed a portion of insert not fully seated. Used the ceramic insert removal instrument with no luck. After numerous attempts at removing the alumina insert the cup became loose. At which time the doc took next size up reamer and prepped for a 60mm psl shell. Trial fit snug and real implant placed into prepped acetabulum. Dome hole screw went in with out event as well as new alumina insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.